Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
The consumer reported that they had fallen in the tub and shattered what they think was the lead. The patient stated that their whole system was replaced because it needed repaired. The patient stated they asked them if they could place the stimulator deeper because the patient was very thin and the stimulator corner jutted out and pulled on one corner of their butt/skin so it hurt. It was reported that it also hurt where the scar was. It was reported that it didn't hurt all the time but when they sat a certain way. The patient stated that the implant itself was uncomfortable when they laid down, hurt their butt, and their scar hurt. Relevant medical history includes non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.